Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his insulin pump is alarming and insulin is squirting out during the manual prime process. Customer is unable to exit the preparing to prime loop. He is receiving a prime alarm. The device was not bumped or dropped. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. The sensor did not detect the reservoir during seating. Customer's blood glucose was 67 mg/dl. Nothing further reported.